Manufacturer narrative:
Concomitant medical products: 419378 lead, (B)(6) 2005; 694965 lead, (B)(6) 2004; 5076-52 lead, (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. It was also reported that the right ventricular (rv) lead exhibited undersensing and diminished sensing the day the patient passed away during a ventricular tachycardia (vt) episode.